Event description:
Device issue: none. Adverse event (ae): arterial rupture. Time of ae: during the procedure. It was reported that during the procedure, following pre-dilatation, an absolute stent was implanted in the small, diseased right external iliac artery. Post dilatation was performed using a foxcross balloon, inflated at nominal pressure. An angiogram was performed revealing a perforation in the right external iliac artery. The perforation was treated with 2 covered stents and the pt underwent surgical arterial repair. There was no adverse pt sequela.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info.